Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was 1 event with patient involvement; the patient experienced a hematoma.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was 1 event with patient involvement; the patient experienced a hematoma.